Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an issue with infusion set on (B)(6) 2026 as tape did not stick and infusion set fell off. The patient was unsure of the cause of tape not adhering. The infusion set was in use for three days and the site of insertion was abdomen. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 8021545-2026-02450 - device 1 of 2. E1: patient city: (B)(6). Patient country: canada. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.